Manufacturer narrative:
Evaluation summary: surgical notes are not available to study the surgical procedure. Pre-op and post-op x-rays are also not available for study. With the available information, probable cause for pain and swelling cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd the complaint will be reopened.

Event description:
It is reported that the pt is presenting with pain and swelling.